Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have the main tube broken. The location of the break is at the weld, at the distal end. No material was found missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric cancer surgical procedure, the harmonic ace instrument was noticed to have the front of the instrument disconnected during excitation and could not be used. There was no fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use and the customer noticed that there was a line but not broken. The instrument was not able to excite after the machine. When asked what surgical task was being performed when the device fragment fell inside the patient the nurse replied, "no shrapnel falling into the body." What the surgeon believed caused the problem is a quality issue. When asked how long the instrument was in use, the customer stated that "the machine is not activated, not used." The customer noticed issues when the instrument did not excite. The instrument did not collide with other instruments. The customer stated, "no debris fell into the body." The nurse stated that the instrument was taken out according to normal operation, and there was some resistance, but the casing is not damaged, the instrument is broken. The procedure was completed with the same instrument. The patient was not hurt.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the harmonic ace instrument associated with this event has been performed by intuitive surgical, inc. (Isi) fae. The following additional information was provided: the damage was on the main tube. It appears the area circled in red was not welded properly, causing the two pieces to separate. This section of the instrument would enter a patient during a procedure.